Manufacturer narrative:
Cts discussed weak d sample reactivity in the gel cards as stated in the limitations of the IFU. The customer is refusing service at this time. The customer is confident the issue is isolated to this one sample and customer feels service is not warranted at this time. (B)(4).

Event description:
The customer states that the ortho provue reported discrepant results with the d typing on the same patient.